Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of hemolysis/patient-device interaction was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
A5 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery to support the 75-year-old male admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The underlying medical history was not shared. On the day of pump implant there was observed signs of hemolysis. The team attempted to troubleshoot by repositioning the pump within the left ventricle, but this did not resolve the hemolysis. The urine color remained red tinged. On the second day of support the added va-extracorporeal membrane oxygenation (ECMO). With the addition of ECMO and pump position optimization the urine color began to clear. After day 3 of the support the team made the decision to escalate care to the impella 5.5 pump. The patient remains on ECMO and the 5.5 pump., and has survived to date. The hemolysis is noted to have been resolved and was not solely contributed to be the use of impella.